Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs instrument for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Isi contacted the site's robotics coordinator on (B)(6) 2017; however, he was unable to provide any additional information about the incident. Isi has attempted to contact the site's risk management to obtain additional information regarding the reported event. As of the date of this report, no additional information has been obtained from the site. A follow-up MDR will be submitted if mcs instrument is returned to isi or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. Based on the available system logs, no related system errors were found to have occurred during the da vinci-assisted surgical procedure. The system logs reveal that two mcs instruments were used during the surgical procedure. However, the specific lot of the mcs instrument involved with the reported event is unknown at this time. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff had to increase the size of a port in order to retrieve a mcs instrument that allegedly broke and was still attached to a cannula. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the monopolar curved scissors (mcs) instrument allegedly broke. The surgical staff had to increase the size of the port in order to retrieve the instrument which was still attached to a cannula. The initial reporter was unsure if any instrument fragments fell inside the patient. However, according to the initial reporter, the surgical staff informed him that there was no injury to the patient. The surgical procedure was reportedly completed using the da vinci surgical system. No further clinical information was provided.

Manufacturer narrative:
Corrected data can be found in model.

Manufacturer narrative:
On 11/30/2017, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event from the site's robotics coordinator and risk manager: the surgical procedure was not recorded on video. The robotics coordinator indicated that electrolube was applied to the tip of the monopolar curved scissors (mcs) instrument after the mcs tip cover accessory was installed. There were no intra-operative or post-operative complications. There were also no intra-operative instrument collisions. After the mcs instrument allegedly broke, the surgeon completed the surgical procedure using a back-up mcs instrument. The risk manager indicated that the mcs instrument will not be returned to isi for evaluation. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff had to increase the size of a port in order to retrieve a mcs instrument that allegedly broke and was still attached to a cannula. However, at this time, the root cause of the customer reported failure mode is still unknown.